Manufacturer narrative:
The device was returned to zoll medical corporation; the customer?s report was observed and attributed to the lcd color cable that was not properly seated. The lcd color cable was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device's display was distorted and no clinical information could be seen. Complainant did not indicate that there was any patient involvement in the reported malfunction.